Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the device was found to be only partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6), 2001, and the patient was reimplanted with a new device during the same surgery.